Event description:
"The 25fr device could not be advanced through a circumferentially calcified 6mm vessel. The physician was made aware of this likelihood prior to scheduling the procedure. The iliac was dilated and stented with an 8x39 vbx and post dilated to 10mm. The external iliac was stented with a 10x59 viahbahn, a 22fr dilator was inserted prior to opening the device, but the 25fr delivery system was unable to be advanced. The procedure was then aborted." Patient outcome: "no adverse impact".

Event description:
"The 25fr device could not be advanced through a circumferentially calcified 6mm vessel. The physician was made aware of this likelihood prior to scheduling the procedure. The iliac was dilated and stented with an 8x39 vbx and post dilated to 10mm. The external iliac was stented with a 10x59 viahbahn, a 22fr dilator was inserted prior to opening the device, but the 25fr delivery system was unable to be advanced. The procedure was then aborted." Patient outcome: "no adverse impact".